Event description:
It was reported to boston scientific corporation that a graspit urological grasping forcep was used in an stone removal procedure (age, weight and sex unknown) that occurred in 2008. During the procedure, approximately 1/2 inch of the graspit sheath broke inside the patient's ureter. According to the complainant, it was removed using another grasper and the procedure was completed with no complications to the patient.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search for similar complaints related to the lot number was conducted; no additional complaints have been recorded for this lot. The february 2008 15-month graspit product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The trending for ar code basket detached/separated was reviewed; no adverse trend was noted. The suspect graspit 2.6 x 90 received in original pouch with label in a ziploc bag. Residue observed on jaws indicate device was used. A visual inspection found the jaws of the device separated from the drive wire. The jaws and cannula separated from the end of the drive wire. The cannula and drive wire were inspected under a microscope. A small amount of glue residue can be seen on 1/2 of the drive wire coil. No residue can be seen inside the cannula.